Event description:
The event is reported as: after opening the package, it was found that the flexible hinge of the clip was broken. No pt injury reported.

Manufacturer narrative:
It is unk if the device sample is available for evaluation. No. The device sample was not returned at the time of this report.